Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the messages was not crossing to the logistics server. A technical support specialist restarted that corrupted message and purge this from the plx queue to allow the remaining messages cross to resolve this issue. The system functioned as intended after technical support specialist troubleshoot the device.

Event description:
It was reported by the customer that a pyxis medstation es system patient information was delayed and it was affected all the devices. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.